Event description:
During an unspecified procedure, the trocar housing separated from the sleeve. The seal leaked. The surgeon applied another device without pt injury.

Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.